Event description:
It was reported that the customer's bg value displayed as 'high' on the continuous glucose monitor (cgm). Cause was not known. During troubleshooting, the customer reported they used insulin that was left at room temperature for 3 hours during a flight. A correction bolus and correction injection were delivered to address bg.

Manufacturer narrative:
Per tandem¿s instructions for use: insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.